Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor on the compact air drive device was seized, jammed, heavy moving and a lot of debris was found after opening the device. It was further noted that the device failed pre-test for reverse locking mechanism, function of soft mode switch (safety system) and untrue running. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.